Event description:
It was reported prior to use, that the cardiosave intra-aortic balloon pump (iabp) had locked display, unit beeping even after turning unit off. There was no patient involvement reported.

Manufacturer narrative:
E1 (event site postal code: (B)(6)). A getinge field service engineer able to identify fault code 118 in logs within timeframe of issue. In order to fix the issue fse replaced cart to backplane cable(d040-00-0455). Completed full pm after installation. Ran unit on trainer for several hours without issue. Functional testing and safety check to= factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.the defective components were received for further investigation. The failure analysis and testing dept. Installed the cart to backplane bd. Cable and tested the cable assembly to factory specifications per the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Could not verify the failure of the cable assembly (error code 118) retaining the cable assembly in the fat dept. As per procedure (B)(4) rev ak.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had locked display, unit beeping even after turning unit off. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.